Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 was difficult to press down on and inject medication, taking several tries before doing so. The following information was provided by the initial reporter: "it was stated by the complainant: ¿the pen would not inject the medication when he would press down on the pen. He would press down on it but nothing would inject. It always takes 3 or 4 tries before he was finally able to inject it. He provide the lot number as 18263003".

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10

Event description:
It was reported that the bd omnitrope® pen 10 was difficult to press down on and inject medication, taking several tries before doing so. The following information was provided by the initial reporter: "it was stated by the complainant: ¿the pen would not inject the medication when he would press down on the pen. He would press down on it but nothing would inject. It always takes 3 or 4 tries before he was finally able to inject it. He provide the lot number as 18263003".